Event description:
As reported via the edwards clinical specialist, a pin hole was noted on the retroflex 3 delivery balloon out of the box. This was found during de-airing.

Manufacturer narrative:
A video image of the leaking device was captured and sent to edwards for review. The device was not returned to edwards for evaluation; however, review of the video footage confirmed a pinhole on the rf3 balloon. A review of the device history records did not reveal any manufacturing non-conformances that could potentially have been related to the reported event. Review of the complaint history for the rf3 delivery system revealed one complaint for balloon leak during prep; however, no manufacturing non-conformances were detected on the returned device. The leak appeared to be due to [external] mechanical damage. The instructions for use (IFU) and training materials for the retroflex3 delivery system highlight the necessary steps for device preparation. Per the IFU the user should "inflate the balloon and verify its diameter fits the gauge with minimal friction." Any pinholes or ruptures of the balloon are highly detectable prior to use in the patient. No IFU or training deficiencies were identified. Although the device was not returned for evaluation, the video received confirmed the complaint. Without the return of the product and a hands-on evaluation of the device, it cannot be determined if a manufacturing nonconformance contributed to the complaint event. DHR review and analysis of the complaint history did not reveal any indication that a manufacturing non-conformance could have potentially been related to the customer complaint. The manufacturing process includes a 100% balloon inspections. A balloon cover is placed over the balloon for protection after the pleat and fold process, which makes it unlikely that the balloon was damaged after the final leak test. These inspections and tests done on the manufacturing line make it unlikely that a manufacturing non-conformance was the cause. Although the root cause of the device defect could not be confirmed, it is important to note that the alleged balloon failure is highly detectable prior to device insertion into the patient. Per the IFU and the training manual, the user must inflate the balloon during the sizing portion of the procedure, before insertion into the patient. Any ruptures or damages to the balloon would be detected.